Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that, in the first deployment attempt, the valve dislodged. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. The cause of the reported dislodgement could not be conclusively determined with the information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During attempted recapture, the capsule would not close completely and the capsule was observed to be broken. Still images were received for review. The images confirmed the damage at the distal end of the capsule. The images also confirmed that the fluoroscopic load check was good, no misload was identified. The dcs was returned to medtronic for analysis. The device was received with the capsule partially opened and a buckle was observed near the proximal end of the capsule frame. Additionally, there was damage observed on the threading of the screw gear. This thread damage indicates increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. There was no other evidence of damage observed on the dcs. Based on the investigation completed, there is no evidence that the product fails to meet specification and this event is most likely not related to a fault condition of the device. The exact root cause of the capsule buckling is unknown, however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. It was reported that the same valve was used with a new dcs. The evolut pro system instructions for use (IFU) instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". The valve was successfully implanted with no adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked into place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage noticed on the threading of the screw gear. The device was received with the capsule partially opened. There was a buckle observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a fluoroscopic inspection showed no misload of the valve. After the first deployment attempt with the inline sheath, the valve dislodged into the ascending aorta. The valve was recaptured once and the physician was unable to close the capsule completely. The capsule of the delivery catheter system (dcs) was observed to be "broken." The valve and dcs were recovered from the patient. A new dcs was used with the same valve. The valve was implanted uneventfully. It was reported that the patient had "high" calcification in the annulus. No adverse patient effects were reported.